Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On an unreported date, the patient was hospitalized for the peritonitis. The patient was treated with unspecified antibiotics for the event. At the time of this event, the patient outcome was unknown. The patient was discharged from the hospital three days prior to receipt of this report. On an unreported date, dianeal therapy was discontinued and the pd catheter was removed. No additional information is available.